Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the device was in backup vvi operation. Analysis performed after reloading the product code, did not find any anomaly and the device did not revert to backup vvi. The device was cut open and a fracture was identified at the battery connector; this likely contributed to the reported anomaly.